Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and provided programming suggestions. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was feeling an increase in heart rate when he bent over at the waist. The caller wanted to discuss programming options for this patient. No adverse patient effects were reported.